Manufacturer narrative:
Section a4, a6: unknown/asked but unavailable (asku). Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with a preloaded toric multifocal intraocular lens (iol) was explanted due to the patient wanting better near vision and requested an iol exchange to the odyssey model for improved near vision. The patient's daily activity was affected as the patient was unable to read d3 or better without correction. There was no loss of two or more lines of best corrected visual acuity (bscva) with the initial implant. Initial pre-operative corrected visual acuity: 20/20, post-operative corrected visual acuity (for the initial implant): 20/20, post-operative corrected visual acuity (after replacement implant): 20/20. Another johnson & johnson lens, model drt150 21.5 diopter was successfully implanted as a replacement. An unplanned suture was required. There was no patient injury. The patient outcome was reported as good as expected. The explanted lens was discarded. No other information was provided.